Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleging that, the insulin pump was over delivering the insulin. The blood glucose at the time of the incident was 63 mg/dl and was treated with food. The customer was using auto mode function at the time of the incident. The symptoms related to low blood glucose were shaking, sweating, anxiety. The customer stated that, he has to suspend the pump and has to change the settings and nothing was working. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No over delivery anomalies were noted during testing. However, unable to uploaded on to care link pro due to moisture damage electrical board.